Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer was not able to get through the 1-2-3 lock screen on the pump. During a follow up with the contact, it was reported that the customer was eventually able to get through the lock screen and access pump features. Customer was able to load a new cartridge and resume insulin therapy. Customer's blood glucose levels were not impacted.